Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall power adapter leading to the pump shutting down. There was no reported adverse impact to the customer. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall power adapter.